Manufacturer narrative:
The investigation for the reported removal issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The most likely cause of the major access site bleeding was use related. The instructions for use states ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that at the conclusion of the procedure, the impella cp was weaned and removed through the peel away sheath, when the peel away sheath was removed, closure was unsuccessful with the initial preclose devices. The physician achieved hemostasis by deploying covered stent via contralateral femoral artery. The patient was reported as stable.